Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Event description:
Our rep is reporting to us that during a meniscal repair, the surgeon decided to use, for the very 1st time, omnispan for fastening. The surgeon had some deployment issues; failed deployment, silicone tubing bunched up (possibly due to over penetration) and came off of one of the inserter needles into the joint space. The surgeon was able to easily retrieve the silicone retention tubing; however, the surgeon abandoned the omnispan system and resorted to his usual method of hand suturing the meniscal tear. The procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at the user facility.